Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had pain at the pocket side. The external factors leading to the pain was a fall. The impedances were normal when they were checked. The battery was swapped with a smaller device and repositioned. The device was replaced and changed out for comfort because it is smaller and easier to charge. No device allegations were made. No further complications were reported or anticipated. The issue was resolved at this time.